Manufacturer narrative:
H6: investigation summary there were no samples or photos provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked propofol and blood from the injection port during use. The following information was provided by the initial reporter, translated from german to english: "patient under anesthesia (administration of propofol via the injection port; propofol was drawn up from a glass-breaking ampoule without a draw-up cannula), injection port spurted it out." "Blood comes out of the injection port"

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked propofol and blood from the injection port during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "patient under anesthesia (administration of propofol via the injection port; propofol was drawn up from a glass-breaking ampoule without a draw-up cannula), injection port spurted it out." "Blood comes out of the injection port."